Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported being hospitalized three times. Once in early (B)(6) 2011. The customer was treated at home by the paramedics, then taken to the emergency room with a reading in the 20 mg/dl range. The customer experienced another episode of hypoglycemia in (B)(6) 2012, and was treated by the paramedics. The customer's blood glucose reading was 32 mg/dl. Most recently, the customer was hospitalized with a high blood glucose reading of 871 mg/dl. The date was (B)(6) 2012. The customer had changed the infusion set, but his blood glucose levels continued elevating. The customer did not get any alarms. The customer stated that he has celiac disease and has erratic blood glucose levels due to his diet. The customer was uncomfortable with the insulin pump, and requested a replacement. Nothing further was reported.